Event description:
It was reported that during a da vinci laparoscopic endometriosis surgical procedure that the jaws on the maryland bipolar forceps instrument would not close. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on an in house system and driven. The grips opened and closed properly. Failure analysis investigation also found the following: the instrument's proximal clevis was broken at the distal end of the main tube. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken proximal clevis and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.